Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was not functioning.there was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 09jan2019. The returned user interface touchscreen assembly was tested by philips. The user interface assembly resistance was checked which found that all points were out of specification. The customer complaint of ¿touchscreen failure¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.